Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; phone_control_android. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; up1a.231005.007.a526u1uesggxj3. Cloud - smartphone hardware; sm-a526u1. Cloud - cgm sensor type; g6.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with hyperglycemia. The patient's blood glucose levels reached 440 mg/dl while wearing the pod between 24 and 36 hours in the arm. The patient reported he was on an airplane at the time he noticed his blood glucose levels increasing. When his plane landed, he started vomiting blood and went to the emergency room. Additionally, the patient experienced pain and abdominal cramps. The patient was treated with intravenous insulin, a muscle relaxant, antiemetic, and medication for his stomach. The patient was released the following day. The pod was removed prior to visiting the emergency room, and it was found that the cannula had dislodged.